Manufacturer narrative:
Information contained in this report was previously submitted through 410psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, red particles and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿left side inflammation response¿. The device has been explanted.